Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g1, h3, h6. "Device evaluation: visual analysis of the identified photos: extended opening, brown particles in the shell and it is not possible to see the lot number in the patch due to the quality of the photo. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reports right side rupture. The device has been explanted.